Manufacturer narrative:
Additional information received as follows: all service activities were performed by the facilities onsite biomedical department. Once the graphical user interface was replaced, the ventilator was placed into normal ventilation mode and ran for several days with no recurrence of errors. The ventilator was placed back in clinical use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation. The customer technician was to replace the graphical user interface (gui) printed circuit board (pcb) to resolve the reported issue. The ventilator is currently undergoing repairs and is not in use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator shut down. The unit restarted but would not ventilate. The patient was removed and manually ventilated. A graphical user interface (gui) reset error code was provided. The patient was then transferred to an alternate ventilator and there was no harm or injury to the patient as a result of the event. The patient remained stable.